Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed return instrument test/evaluation (rite) functional test due to failing performance specifications of the therapy monitored volume. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). During evaluation, device passed the homechoice return instrument test/evaluation (rite) electrical test but failed rite functional test due to volumetric accuracy being out of limits. The device passed the external/internal inspection. The device failed volume accuracy test. During the volumetric accuracy, the device failed the first test with the original piston foam and passed the second test with the pal test article that was used to replace the original piston foam. The device passed the temperature verification testing. The inspection performed on the piston and foam revealed that the piston foam was disintegrated. As a result, the root cause of the reported issue was determined to be disintegrated piston foam. The two piston foams were discarded. The device was going to be sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.